Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B) (4) no anomalies found. Upon visual inspection, it was noted that the lead had been stretched. Upon visual inspection, it was noted that the lead was damaged during the implant process.

Event description:
It was reported that during the implant procedure, the helix extended for atrial mapping with some resistance to turning but the gap appeared to close on the x-ray. The helix retracted but would not extend afterwards and appeared fractured on the x-ray. The device/lead was not implanted. No patient complications have been reported as a result of this event.